Event description:
It was reported that the colonovideoscope had blackout during angulation adjustment. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image (occasional) blackout flicker. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the blackout and image (occasional) blackout flickercomplaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.